Manufacturer narrative:
The customer has provided no additional information on how many patient samples were involved. It was confirmed that no erroneous results were reported outside of the laboratory. No patients were adversely affected. The units of measure for the ige assay are iu/ml.

Event description:
The customer reported that they were having sample specific dilution linearity issues on samples tested for the immunoglobulin e (ige) assay. The customer indicated that isolated patient samples with ige concentrations of 1550 to 1700 had results of 10000 and higher after diluting 1:10. The customer is aware of this phenomenon on patients with allergies. The units of measure, specific number of patient samples involved, and information on whether any erroneous results were reported outside of the laboratory was requested but not provided. One example was provided. This patient initially resulted as 1686. After a 1:10 dilution, the sample resulted as 17483. An offline dilution of the sample was performed at a 1:5 dilution ratio and it resulted as > 12500. The customer uses a dilution ratio of 1/10 for all samples with concentration >1500. Information regarding if any patients were adversely affected by this event was requested but not provided. The ige reagent lot number and expiration date were asked for, but not provided.

Manufacturer narrative:
A sample from the patient was provided for investigation. Based upon testing performed on the sample, the falsely elevated result was most likely caused by a high dose hook effect. This limitation is documented in product labeling.

Manufacturer narrative:
This event occurred in (B)(4).